Event description:
It was reported by service report that the brakes not working properly and the right siderail latch assembly was snapped off. No pt involvement or adverse consequences are reported.